Manufacturer narrative:
Date of event: exact date unknown, event occurred over a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. It was also mentioned the pocket site was relocated to a lower position. The patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.